Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 77 mg/dl. Customer was getting ready to take a bath while the insulin pump display went blank. Customer new energizer batter but the issue reoccurred. Customer reported battery cap contact and battery compartment was damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads, cracked lcd window and minor scratched lcd window.